Event description:
Reporter stated the urisys 1100 reported a negative value for erythrocytes. The same sample, when measured on an unspecified laboratory instrument reported a value of 250 mg/dl for erythrocytes. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.